Event description:
It was reported that a patient underwent an unspecified procedure on (B)(6) 2007 and mesh was implanted. The patient reported experiencing chronic pain, discomfort, pain when walking and bending, tingling and pulling sensations. No further information could be obtained due to lack of contact information.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, gi manufacturing site corrected information: d1, g4 additional information was requested, and the following was obtained: chronic pain, discomfort. Pain when walking, bending, tingling, pulling sensations. Event description : following the operation: severe pain, a stabbing pain at the site of the hernia, chronic fatigue. Difficulty walking. Unable to lie on my side. Pain when touching the hernia area. Difficulty putting on clothing. Difficulty bending over.. ----------------- impacted product : product code : 13422-07 lot number : 3dpl1 additional information from user report: bilateral inguinal hernia repair with placement of a 3d prosthetic patch from ethicon. Date of occurrence: (B)(6) 007